Event description:
It was reported by the rep the device was used during an unk procedure. It was reported three 512x devices broke, when the device was inserted into trocar and moved around. Another 512x was inserted and the case was completed without incident. 07/01/1998 one product is being returned. There was no consequence to the pt.